Event description:
It was reported the patient did not have symptom relief with the trial. Reportedly at the time of the trial, the patient had symptoms of ¿uti, a whole lot of things and her stomach was cramping at that time.¿

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).